Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Date implanted - between (B)(6) 2005 to (B)(6) 2006. Date explanted - remains implanted. (B)(6). Manufacture date ¿ unknown. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This information was originally reported on 1825034-2016-00223 which referenced a journal article written on a study that this patient took part in.

Event description:
Information was received based on review of a journal article titled, "adverse reaction to metal debris after recap-m2a-magnum large-diameter-head metal-on-metal total hip arthroplasty" which aimed to assess the prevalence of and risk factors for armd with the recap-m2a-magnum ldh mom tha. A patient was identified in the article that underwent total hip arthroplasty between (B)(6) 2005 to (B)(6) 2006. Subsequently, a revision procedure has been indicated due to pain, subluxation sensation, armd, elevated ions, and presence of fluid on the MRI; however, no revision has been reported at this time as patient has refused revision. No further information has been provided.